Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully. Following the procedure, the patient experienced exacerbation of her asthma with symptoms of wheeze and cough. The patient was treated with prednisone and a z pack. According to the complainant, the z pack was administered for continuing symptoms of the asthma exacerbation. No hospitalizations of emergency room visits occurred as a result of this event. The event was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 1.98; fev1 % predicted: 70.97. Fvc: 3.11; fvc % predicted: 89.37. Post-bronchodilator: fev1: 2.55; fev1 % predicted: 91.40. Fvc: 3.57; fvc % predicted: 102.59.

Manufacturer narrative:
(B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that this device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse event. Therefore, the root cause classification is anticipated procedural complication.